Event description:
Dr. (B)(6) reported a post-operative issue involving an apifix implant (part number mus-095-030, lot number af-02-002-20).the device was discovered to be broken during a clinic follow-up. The patient event necessitated a revision procedure to replace the broken implant. The original device was implanted on (B)(6) 2022, and removed on (B)(6) 2025. The surgery was ultimately completed successfully, and no broken components were left inside the patient.